Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This device is same/similar to the orthopedic salvage system rotating platform knees which fall under (B)(4).

Event description:
It was reported that during incoming inspection, a discrepancy was found in the label information for the tibial tray. The two labels on the outer box contained different product identification.

Manufacturer narrative:
(B)(4) evaluation of the returned device confirmed the reported condition. Other items in the lot were investigated and found to be conforming. Root cause of the event could not be conclusively determined. Labeling procedure has been updated to avoid reoccurrence.